Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
During a normal device change out, this lead was damaged by the physician. The lead was left in because the physician did not have permission to change out a lead, only the device so the pocket was closed over the damaged lead. Later the same day the lead was capped and replaced by a new ICD lead. No adverse patient events were reported. Should additional information be received, this file will be updated.